Event description:
During a robotic hiatal hernia procedure, the trochar broke in half inside the patient. Trocar broke/snapped in half upon removing the camera and sleeve from the patient. Half of the trocar went back into the patient but was retrieved. Pieces appeared to approximate without any additional shards/pieces/fragments in the patient.